Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer¿s representative from a healthcare professional regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the battery (ins) was in a painful location and causing discomfort. The healthcare professional repositioned the battery (ins) on (B)(6) 2020. The issue was resolved at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the ins being in a painful location was unknown.